Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose results and lo control result. (B)(6), daughter, is calling on behalf of the customer. The customer is concerned with all low results obtained and lo on control solution test reported. The expected fasting blood glucose test result range is 170 to180mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 62mg/dl date: (B)(6) 2017 time: 3:45pm fasting, result 2 : 52mg/dl date: (B)(6) 2017 time: 3:10pm fasting, result 3 : 52mg/dl date: (B)(6) 2017 time: 3:05pm fasting, result 4 : 62mg/dl date: (B)(6) 2017 time: 2:45pm fasting, result 5 : 63mg/dl date: (B)(6) 2017 time: 1:20pm fasting. Customer called in states the meter is reading low. Customer feels fine and denies symptoms related to diabetes. Customer's last a1c was 7.2 (160mg/dl) and his fasting range is 170-180mg/dl. Customer is concerned with all low fasting results obtained. Ran a control test and obtained lo.